Event description:
An ivac vital sign machine was noted to have smoke emanating from it in a patient's room. The device was not plugged into a power outlet at the time of the event. The device was standing free in the patient's room, no part of the device was attached to the patient at the time of the event. Biomed evaluated the device and found that the plastic covering of the 6 "d" sized battery pack appeared to be melted. Biomed replaced the battery pack and the vital signs monitor ran fine.